Event description:
Per the clinic, the patient experienced no sound perception with the device due to ear discharge and infection at implant site (specific date not reported). Troubleshooting and hardware exchange attempts were made; however, the issue could not be resolved. Following that, reprogramming attempts have resulted in facial nerve irritation. The infection symptoms have resolved (treatment method not reported) and the implanted device remains.